Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a 5.5 support ongoing for approximately 1 month for a patient admitted in cgs (cardiogenic shock). The pump stopped around a month after the pump was thought to have ingested thrombus. The pump was explanted and not replaced. The patient was managed by medical/pharma support only.

Manufacturer narrative:
The investigation for the reported thrombus and pump stop has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus nor the pump stop could not be determined.' The instructions for use in the initial report is from section: direct aortic insertion, section: using the automated impella controller with the impella catheter, and section: impella stopped for the impella 5.5 with smart assist for use during cardiogenic shock. D4-updated model number h5-changed to yes in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.